Event description:
It was reported that during a vats procedure, device cut but did not staple. The surgeon needed to open the pt's chest to control the bleeding. No transfusion was necessary. The pt is now fine.

Event description:
It was reported when the device was used during a video assisted thoracic surgery blebectomy procedure it fired malformed staples. Themalformed staples were a result of staples left in the device anvil jaws from the previous firing. The case was convered to an open procedure and completed without any further consequence to the patient. The pt is fine and has been discharged home.